Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient reports an infection at her infusion site. Incident occurred 4-5 weeks ago. Infusion site began to turn red after 1 day of infusion set use. Over the next 1-2 days, the infusion site became swollen and hard to the touch. Doctor removed the infusion set and discarded it. Doctor lanced the swollen infusion site, injected the patient with keflex, and prescribed 4 weeks of antibiotic medication. Infusion site swelling has subsided and the redness is nearly gone. The infusion set was requested for return, but cannot be returned as it was discarded by hospital staff. Lot not provided.